Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on march 25, 2020 with lot number 2703015. Analysis of the returned device identified; creases fold, curved opening on radius and wear abrasion. Leak test and microscopic analysis was performed which identified; crease sharp curved on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.